Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated device read 92 mg/dl and lab was 66 mg/dl performed within 30 minutes of each other. Reporter indicated no treatment was administered to the pt as a result of the device reading and controls are run daily therefore found to be within a "pass" range at the time of alleged event. A request was made for the return of the suspect device and replacement product was sent.